Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer states she was in her car, when she heard the alarm and though it might have been a no delivery alarm but it ended up being a button error. Customer didn't know her blood glucose at the time of the event. Customer stated the device was in her bra on the side where the seat belt crosses over. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted during testing. The device had cracked case at display window corners, broken belt clip slot, and cracked display window.